Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 10.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set kinked cannula within 3 hours of insertion at abdomen and upper buttocks. The patient's blood glucose levels were elevated from 215 to 350 mg/dl. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.